Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j10824r11, implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s trial worked well, but that after he had the pump implanted, and he did not get pain relief (from the date of implant). They tried increasing the dose many times, and that did not help. In 2002, the patient was in "massive pain" and went to the hospital to find out why. A cat scan was done, and they found a granuloma. The patient had ¿some sort of surgery¿ to resolve the granuloma but he did not know what kind. The patient cited other surgeries that were not related to the pump/catheter like laminectomy and fusion. After the surgery for his granuloma, "it" was infected many times. They had to drain fluid from his back, and he was hospitalized to resolve the infection. The patient was not clear on what was infected as he did not recall what kind of surgery he had that led up to these infections. The infection was resolved but the patient still had back pain and used the dilaudid patches. The patient wanted to have the pump removed and would have it removed. The pump was currently inactive in the patient¿s body, and he was not receiving drug from the pump. The patient would likely have the pump and catheter removed at a later date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.